Event description:
The customer reported the alinity I processing module stopped running. Upon inspection, the customer found the electrical outlet was oxidized and heard a sizzling sound. The instrument was unplugged, and the plug was hot to the touch. Upon inspection the electrical connector of the power cable was found to charred. No impact to patient management was reported. No harm to the user was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed that the alnty c pwr cn EU was charred. The part was replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of charring related to the alnty c pwr cn EU reported for (B)(6). A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c pwr cn EU did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring observed was limited to alnty c pwr cn EU; the charring did not spread to other parts of the module. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty c pwr cn EU was identified.

Event description:
The customer reported the alinity I processing module stopped running. Upon inspection, the customer found the electrical outlet was oxidized and heard a sizzling sound. The instrument was unplugged, and the plug was hot to the touch. Upon inspection the electrical connector of the power cable was found to charred. No impact to patient management was reported. No harm to the user was reported.